Event description:
Reporter alleged her glucose symptoms did not match the blood glucose monitoring results and obtained discrepant results with a comparative method. Reporter stated result was 330 mg/dl and 259 mg/dl five minutes later; however still feeling ill. Reporter stated a different meter tested 59 mg/dl immediately after the retest and self treated with dietary adjustments and glucose medication. Reporter indicated controls were run and found to be within an acceptable range the day of the alleged report but about a week after the alleged event. Reporter stated one of the vials of test strips used and tested with controls was expired but it is not provided which test strip was used at the time of the alleged incident. A request was made for the return of the suspect device and replacement product was sent.